Manufacturer narrative:
Device UDI provided. Device manufacturing date provided. The computer component of the navigation system was returned to the manufacturer for analysis. The component passed all electrical and hard drive tests. The component was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date is unavailable at this time. A medtronic representative went to the site to test the equipment. The representative checked the computer connections and replaced the cmos battery, but the issue continued. The computer was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service no parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure, the navigation system's computer was rebooting by itself. There was no patient present when this issue was observed.